Event description:
Received report that the soluset valves would "stick closed". This occurred on a pediatric unit with a soluset and pump in use. The nurse would refill the soluset with 20ml and the diaphragm would remain closed. Changed to a new soluset twice and problem resolved. Solution being infused was unspecified. No report of adverse pt harm. No further info is available.

Manufacturer narrative:
Functional testing of each of the six sealed sets revealed no operational defects. The diaphragm valve in the burette of each set functioned correctly throughout the evaluation. A review of work order records did not reveal any defects that would contribute to this complaint. File samples were reviewed and no defects were found. This complaint of the valve sticking closed is very uncommon and all lots are tested to ensure free movement of valve.